Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 3 years after the dental implant and abutment were placed in ada site 23 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports insufficient bone quality/quantity and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 3 years after the dental implant and abutment were placed in ada site 23 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports insufficient bone quality/quantity and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).